Manufacturer narrative:
The product was returned for analysis and was verified to have signs of handling. The leading haptic was in the optic fold; the trailing haptic was extended. The cartridge was not damaged and showed no evidence of being placed into a handpiece. While we were unable to determine the origin of the damage, our observations reasonably suggest the damage was not mfg related. Product history records were reviewed and all documents indicate the product met release criteria. There have been no other complaints reported in the lot number. Add'l info was requested 07/20/2009 and 08/11/2009 by mail. A completed questionnaire has not been received. (B) (4). (B) (4). (B) (4).

Event description:
A nurse reported that the lens was difficult to fold during intraocular lens (iol) implant surgery. Pt impact is unk. Add'l info was requested.